Event description:
Boston scientific received information that during a follow up upon interrogation the device showed that the device was at elective replacement time (ert) and had not yet declared end of life (eol). Upon examination of the episodes on two occasions noise was evident on the ventricular electrocardiogram. Daily measurements during this time recorded impedances which were high out of range. The cause of the noise was not determined. Since (B)(6) 2014 no new episodes of noise was present and it was not possible to recreate the noise. The daily measurements were also stable and within normal range. An x-ray was scheduled. A system revision was also scheduled to determine the root cause of the noise and out of range pacing impedances recorded. No adverse patient effects were reported. Additional information provided noted that the patient underwent a device change out procedure. The patient received a new device and a new right ventricular lead. The old right ventricular lead was surgically abandoned, while the device was explanted and will not be returned. The root cause of the noise and impedances issue was not determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information noted that this device was returned. This report will be updated upon completion of analysis.